Manufacturer narrative:
Available details indicate that the device was repaired by a third-party. The device was confirmed to be operational after repairs were completed and the device remains at the customer site. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. No further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy delivery test failed.